Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the high-pressure oxygen connector rotates together when the pressure resistance hose is detached. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A sales representative went to the customer site and confirmed the issue. The device was collected for evaluation at a repair center. This investigation is ongoing.

Manufacturer narrative:
On (B)(6) 2024, an authorized service provider (asp) evaluated the device at a repair center. The asp confirmed that there was a deformation of the o2 inlet retaining plate, so the asp replaced the o2 fitting retention plate. Following the part replacement the asp completed a software upgrade to version 3.20 and completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.